Event description:
It was reported to hamilton medical ag: "exhalation obstructed, inspiratory vol. Alarms. Low pressure peep problems, low vt, high frequency". Patient was involved. No intervention necessarily, no health or consequences to the patient was reported.

Manufacturer narrative:
Hamilton medical ag ref. (B)(4). Investigation ongoing.